Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a post operative check it was noted that this right atrial lead had dislodged. Some muscle stimulation was also noted. Due to the patients age, and other health issues the device was reprogrammed, and the right atrial lead remains implanted. The patient booked for a follow up. No adverse patient effects were reported.